Event description:
Use of argon pac tray/5 8f catheter introducer tray lot #unk was placed in a central venous vessel during a vascular procedure. Post operatively, the patient was transported to ICU for typical observation. During the course of normal intensive post operative nursing care, the most distal luer coupling of the affluent line connection of the device was removed and significant patient central venous blood was discharged via the catheter. The device is a 2 piece unit with the hemostasis valve in the removable coupling (typically referred to as a "cordis" in the medical industry). There is no component of the device to prevent this from happening.

Manufacturer narrative:
This product is designed to allow the hemostasis valve to be removed from the sheath. The user is to ensure all connections are tight and periodically check all connections. Argon offers an comparable product which allows the same procedure to be performed, but has the hub of the hemostatis valve molded onto the sheath. Review of the IFU showed the following warnings: "tighten all connections prior to use, without overtightening. Overtightening can cause damage to the components". "Periodically check all connections for tightness". "Connect hemostasis valve securely to sheath when utilizing an introducer with removable valve." The warnings and instructions in the IFU clearly instruct the operator to tighten all connections, therefore no corrective action will be taken at this time. Argon manufactures a one piece unit with a non-detachable sheath for customers who do not utilize the detachable function. Complaints will continue to be monitored to ensure product quality.